Event description:
It was reported that the surgeon inserted an icm 120v4 12mm inplantable collamer lens in 2005. The lens was explanted eight days later due to excessive vaulting. Subsequently, the patient experienced narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged using a shorter lens.